Manufacturer narrative:
This incident has been under investigation in conjuction with the care facility and our insurance carrier. To date, we have been unable to determine any causal relationship beteen the patients death and the use of the soma safe enclosure. The incident is still under active investigation and additional interviews are to be scheduled.

Event description:
Patient was found dead in bed. Autopsy showed patient died from neck compression asphyxia due to a probable seizure.